Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04548. The pt received two leads with different lot numbers. It was reported just before the lead was introduced, a dural tear was noted and a wet tap was performed. The physician implanted the scs system. It was reported the pt had a headache postoperative. Follow up identified the headache resolved the day after implant, and the system was activated the following day. There was no further intervention planned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.